Manufacturer narrative:
Correction: adverse event problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that twenty-six days post implant there was a right atrial (ra) lead revision procedure as it was found that there was perforation and delayed tamponade. During the ra lead revision procedure, the right atrium was repaired and the ra lead was attempt to be repositioned but then was explanted and not replaced. Additionally, during the procedure both leads were disconnected from the implantable cardioverter defibrillator (ICD) and then when reconnecting the right ventricular (rv) lead to the ICD the setscrew for the rv port would not engage. The ICD was not re-implanted and a new ICD was implanted instead. No further patient complications have been reported as a result of this event.